Manufacturer narrative:
The case involved the repair of a rotator cuff using orthadapt augmentation. The physician indicated the pt re-injured the rotator cuff while on vacation; the vacation was in violation of the physician's prescribed rehabilitation protocol. The case assesment based on the information provided by the physician indicates the likely cause of the event is due to pt non-compliance. Neither the product or product lot number was returned to the manufacture. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Pt developed pain, swelling and exudation post rotator cuff repair with orthadapt; the bioimplant was subsequently removed. The dates of symptom onset and explant were not reported.